Event description:
Customer sent the device to the international service center for routine periodic maintenance. The service technician during service identified in the diagnostic event log vent inop occurrences of spi (serial peripheral interface) bus issue. There was no patient involvement.